Manufacturer narrative:
This report is submitted on 1 march 2021.

Manufacturer narrative:
This report is submitted on december 18, 2020.

Event description:
Per the surgeon, the patient experienced pain at the implant site, resulting in the decision to explant the device on (B)(6) 2019. The patient has not been reimplanted with a new device as of this report.